Event description:
It was reported that after connecting this fiber to the console, a break was suspected near the connector as red light was observed in the fiber body. The procedure was completed using an alternate fiber. There were no patient complications.